Manufacturer narrative:
Additional information was received that the patient was doing well post operatively.

Event description:
A report was received that the patient underwent a lead revision procedure. The lead migrated out of the epidural space and the physician repositioned the lead.

Event description:
A report was received that the patient underwent a lead revision procedure. The lead migrated out of the epidural space and the physician repositioned the lead.